Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak and secondary endovascular procedure was unconfirmed due to lack of the relevant medical information. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system. Approximately one (1) month post-op, the patient presented for a routine follow-up and a type ib endoleaks was detected. The physician is planning to treat the patient.